Event description:
Reportable based on additional information received on (B)(6) 2019. It was reported that tracking difficulties were encountered and shaft kink occurred. The 95% stenosed target lesion was located in the left anterior descending artery. Two 3.5mm x 15mm quantum maverick balloon catheters and two 2.00mm x 15mm emerge balloon catheters were advanced and used during this procedure. However, the balloons were entangled with the guidewire and the delivery shafts were kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, additional information was received that the balloons were entrapped on the guide wire and became stuck together. Finally, the devices were removed successfully.